Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was no alleged product issue. The patient had pain in their groin following implant. The device was explanted. Later the patient reported that he got the implantable neurostimulator (ins) explanted the day it was implanted because he was in too much pain. The patient stated that he was still in recovery.

Manufacturer narrative:
(B)(4).

Event description:
The patient's mother reported that the pain stimulator almost killed the patient, noting that they were in intense pain. The stimulator was removed on the same day of implant for this reason. The indications for use were non-malignant pain and failed back syndrome. A supplemental report will be submitted if additional information is received.